Manufacturer narrative:
This report is being supplemented to provide additional information (b3, e2, e3, g3, h10) regarding the reported event. Additional information received identified the malfunction was observed during preparation for use, the device was not used in a procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device history records are not available. The issue of image not being available on the device was resolved by replacing the power cable.

Manufacturer narrative:
The device was repaired in the field by an olympus field service engineer by removing the power cable in the monitor boom and replacing the power cable with a new one. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the customer was having an image issue with the monitor. Troubleshooting by replacing the video cable with another manufacturer's did not resolve the issue. Per the customer, the issue was suspected to be the olympus power cord.